Event description:
The customer reported via social media indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 120 mg/dl. Customer stated that he/she stopped wearing the sensor mainly because of the reason that always predicting low when the blood glucose was fine. The customer stated that she will contact helpline sometimes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.